Event description:
The customer reported that eight blood units reacted false negative with seraclone anti-jk(a). Three donor segments that had caused false negative test results were sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory tested all three donor segments with the retained sample of seraclone anti-jk(a). The three donor segments yielded unambiguously and strong 4+ reactions. Our quality control laboratory also tested the retained sample of seraclone anti-jk(a) with further jk(a+b+) red cells. All positive reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-jk(a) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported a false negative antigen test with seraclone anti-jka. The patient sample that had caused the false positive test result was sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the patient sample. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident